Manufacturer narrative:
Patient information: unk. Date of event: unk. Implant date, explant date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens -13.5/+2.5/103 (sphere/cylinder/axis) into the patient's eye. The lens was explanted and replaced with a shorter lens due to excessive vault. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the lens was implanted into the patient's right (od) eye on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and replaced with a shorter lens. The problem was resolved. Additional symptoms reported: elevated iop, glare/halos, pigment dispersion, and blurred vision. The cause of the event is reported as device. Trace pigment is present on the endothelium at 6 o'clock after exchange. However, the event is unlikely to be caused by the device and no intervention is planned. An enlargement of pi-yag was performed after lens explant and prior to replacement lens implant. H6-clinical code 4581 (pigment dispersion). Claim# (B)(4).